Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone that insulin pump had scratches on display. Customer¿s blood glucose was unknown at the time of incident. The customer states that it makes hard to see the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with stripped battery cap coin slot (p) and minor scratches on display window noted.